Manufacturer narrative:
B5 and h6.

Event description:
During an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the physician had difficulties positioning the alp and thus repositioned the alp several times. It was noted there was loss of capture and low current of injury. During an attempt to re-dock the alp for another repositioning attempt, the alp spontaneously released from the catheter, however, this spontaneously release allowed the alp to be fixated successfully. The patient was stable throughout the procedure.

Event description:
During an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the physician had difficulties positioning the alp and thus repositioned the alp several times. During an attempt to re-dock the alp for another repositioning attempt, the alp spontaneously released from the catheter, however, this spontaneously release allowed the alp to be fixated successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of premature release and tether activation problem were confirmed. As received, a complete tri-layer catheter was returned in one piece with the distal tether bullets misaligned. Visual examination found the released knob in aligned position, but the distal tether wires were misaligned. X-ray examination found the stationary tether wire slipped inside the tether screw. Dimensional analysis was performed, and the tether bullets and distal tether wires were measured within the product specification. The cause of the reported event was isolated to the stationary tether wire being slipped inside the tether screw.